Event description:
Right atrial (ra) lead exhibited under-sensing and diminished sensing. Possible vt. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).